Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The returned devices were observed to function without issue. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints. The complaint could not be confirmed and the root cause could not be determined.

Event description:
The customer reports the patient had routine schon non-tunneled catheter placed on (B)(6) 2025. Arrived to apheresis without complaints. Apheresis rn went to access the blue lumen and noticed a leak at the clamp site. Patient seen at bedside and it was a confirmed fractured catheter. Locked catheter and piv return IV placed. The planned leukapheresisperformed with red lumen as draw and piv as return. No additional details were provided.